Manufacturer narrative:
A ge rep evaluated the system and adjusted a power supply. The system operates as intended.

Event description:
The customer reported that the system intermittently rebooted and locked up. There is no report of injury or death associated with this event.